Event description:
It was reported that an implantable neurostimulator (ins) had been explanted in 2011. It was stated that the ins had been "acting up and shutting itself off" and had had to be replaced. It was originally implanted in the middle of patient's left side.

Manufacturer narrative:
Product ID 3998, lot# v044336, implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3550-39, lot# n233478, implanted: (B)(6) 2010, product type accessory. (B)(4).